Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited no disposable, pump won't alarm. It was reported that air presence was unable to be confirmed. It was also reported that the patient declined to remove cassette. The pump was powered off/on, but the alarm returned. No patient consequences were reported. No adverse effects were reported.